Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high compared to her feelings and normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately 5pm, the patient reported obtaining a reading of "490mg/dl." The patient reported using humalin 500 r insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2012 she administered her usual dose of medication, however was unsure of the exact dose. The patient reported 10-15 minutes after testing she developed symptoms of being shaky, had a headache, and felt sick to her stomach. The patient reported treating herself with something to eat or drink. The patient denied testing on another device. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims she obtained an inaccurately high reading, administered her medication as usual, developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/12/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.